Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the rep, a microsensor displayed "no transduce detected" a day after being implanted. Surgeon used another microsensor to complete procedure. No delays or adverse were reported.device will be returned.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records found the component met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found that the internal wires were broken inside the connector. The catheter material was mashed 44.7 cm, 48.5 cm, and 63.3 cm from the tip of the catheter. Due to the condition of the device, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.